Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg site had a possible infection, causing patient pain and sensitive to touch. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.